Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738 and position 3: 1701. Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope has incorporated this channeling phenomenon in its instructions for use for all stat iabs.

Event description:
The iab leaked. This was the only info at the time of the rpt. The following was rpt'd to datascope on 10/28/97: the balloon was inserted into the pt, the dr noticed blood in the gas line. The iab was removed and a second was inserted. Event complications: unk - rpt'd 9/30/97; none - rpt'd 10/28/97. Pt current status: unk - rpt'd 9/30 & 10/28.